Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (blank screen) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 05/15/2014. Device evaluation:the pump has been returned and evaluated by product analysis on 05/07/2014 with the following findings: during investigation, the pump powered on with no display. The audible/vibratory features were functional. The pump was opened and the display was found to be cracked. When the display was replaced by a test display and the pump¿s display screen functioned properly. Unrelated to the complaint, the battery compartment was observed to be cracked.